Event description:
It was reported that during a device upgrade, the pulse generator stopped pacing after being exposed to electrocautery. Pacing was restored via the pacing system analyzer and the procedure was completed. The patient recovered normally and would be followed-up routinely.